Event description:
On (B)(6) 2025, a patient underwent during a stent placement procedure using lifestent vascular stent, the stent allegedly failed to release and the felt stuck failed to withdraw from the body. After withdrawing about ten centimeters felt stuck cannot be withdrawn alone can only be withdrawn together. The wire in the side release handle protruded (see site photo), and could not be operated normally to release, try to withdraw from the body, about ten centimeters after the withdrawal of the feeling of being stuck cannot be withdrawn alone stent can only be withdrawn with the withdrawal of the body, after the withdrawal of the body to replace the new vascular stent.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the product outside patient with inserted wire. The shipping lock visibly has been removed, and metal guide tube is forming bow outside grip indicating blockage and excessive release force. One of the two images demonstrates a partially deployed stent which reportedly occurred outside patient when the user forcefully handled the system in trying to remove the guidewire. The investigation leads to confirmed result for catheter deformation inside grip, stuck guidewire, and deployment failure. A manufacturing related issue could not be found. In this case the product was use off label. A 0.035" guidewire with 10f introducer was used for access, the vessel was not tortuous, and the lesion was pre dilated. The stuck guide wire was considered a consequence of the deformation of the metal guide tube in which the guidewire is running inside. Based on the investigation of the provided information, the investigation is closed as confirmed for deployment failure, deformation of the metal guide tube inside grip, and stuck guidewire. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout the procedure was found described. The instructions for use (IFU) state: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit. Regarding pta the instruction for use state: predilation of the lesion should be performed using standard techniques. Regarding access/ accessories the instruction for use state: gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length. The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. D4 (medical device expiration date), g2, g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent during a stent placement procedure using lifestent vascular stent, the stent allegedly failed to release and the felt stuck failed to withdraw from the body. After withdrawing about ten centimeters felt stuck cannot be withdrawn alone can only be withdrawn together. The wire in the side release handle protruded (see site photo), and could not be operated normally to release, try to withdraw from the body, about ten centimeters after the withdrawal of the feeling of being stuck cannot be withdrawn alone stent can only be withdrawn with the withdrawal of the body, after the withdrawal of the body to replace the new vascular stent.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the product outside patient with inserted wire. The shipping lock visibly has been removed, and metal guide tube is forming bow outside grip indicating blockage and excessive release force. One of the two images demonstrates a partially deployed stent which reportedly occurred outside patient when the user forcefully handled the system in trying to remove the guidewire. The investigation leads to confirmed result for catheter deformation inside grip, stuck guidewire, and deployment failure. A manufacturing related issue could not be found. In this case the product was use off label. A 0.035" guidewire with 10f introducer was used for access, the vessel was not tortuous, and the lesion was pre dilated. The stuck guide wire was considered a consequence of the deformation of the metal guide tube in which the guidewire is running inside. Based on the investigation of the provided information, the investigation is closed as confirmed for deployment failure, deformation of the metal guide tube inside grip, and stuck guidewire. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout the procedure was found described. The instructions for use (IFU) state: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit. Regarding pta the instruction for use state: predilation of the lesion should be performed using standard techniques. Regarding access/ accessories the instruction for use state: gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length. The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. B5, g3 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent vascular stent. During the procedure, the stent allegedly failed to release and the felt stuck failed to withdraw from the body. After withdrawing about ten centimeters felt stuck cannot be withdrawn alone can only be withdrawn together. The wire in the side release handle protruded and could not be operated. They tried to withdraw it from the body, about ten centimeters after the withdrawal they had a feeling of being stuck cannot be drawn out.the body was withdrawn with the stent and was replaced with the new vascular stent.